Manufacturer narrative:
(B)(4). Cpk 1000+ and rhabdomyolysis.

Event description:
It was reported that the pt experienced mental status changes and a slight increase in spasticity. A dye study was attempted and failed due to inability to aspirate. The pt was given oral baclofen. The pt also had a urinary tract infection, hematuria, high cpk (1000+) and was in rhabdomyolysis. An lp bolus was being considered. The healthcare provider indicated that the pt may have had an mi; however, the sequence of events was unclear. It was also reported that the pt coded and the infusion mode was programmed to stopped pump per physician order. Intrathecal baclofen withdrawal was initially suspected however, later it was felt that the pt may have overdosed on oral baclofen. The pt was taken to surgery. The physician decided to change the pump despite seeing a kink in the catheter. The kink was removed and csf was visualized. As of (B)(6) 2010, the pt was back to baseline and discharged.